Manufacturer narrative:
A batch review for the potential lot # r15e21040 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in 2016. Potential lot # r15e21040, expiration date: 05/21/2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of a non-dehp extension set with 1.2 micron downstream filter. This occurred during infusion of lipids. The air was not seen in the line during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.